Event description:
The customer reported the system displayed a precharge voltage error message. This error will likely prevent the system from booting. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The site biomed had the replacement battery pack sent to the site. The biomed replaced the battery pack and verified the system was then operating as intended.